Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the femoral artery. The de novo, concentric target lesion with a significant bend of more than 45 degrees was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00 x 48mm synergy ii drug-eluting stent was advanced for treatment. However, the device was difficult to advance through the guiding catheter. After several attempts, the proximal end of the device (approximately 25cm) broke. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported. Patient was stable.

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the femoral artery. The de novo, concentric target lesion with a significant bend of more than 45 degrees was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00 x 48mm synergy ii drug-eluting stent was advanced for treatment. However, the device was difficult to advance through the guiding catheter. After several attempts, the proximal end of the device (approximately 25cm) broke. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported. Patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a shaft break at approx 26cm distal to the distal end of the strain relief and multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded and tracked over a 0.014'' guidewire without issue. No other issues were identified during analysis.